Manufacturer narrative:
The device involved in the incident is currently in the possession of the distributor. The device has not been made available for evaluation by the manufacturer. Upon our request, the distributor forwarded digital pictures of the device failure. It is evident from the pictures that the regulator separated from the aluminum cylinder as reported by the distributor. It is also evident from the narrative provided that the cylinder was placed behind the wheelchair in an unsupported / unsecured manner, which is contrary to operating instruction provided with the device.

Event description:
As reported by the distributor: the cylinder was with a patient on the back of their wheelchair as they were being moved to the x-ray dept. The cylinder was removed and placed behind the wheelchair once at the x-ray dept. No witness of what occurred next, but the customer hypothesized that the patient may have backed up and knocked over the cylinder. The regulator head was sheared off the cylinder at this point. The cylinder traveled into the waiting area, spun around and eventually stopped. The travel distance was approximately 15 ft. The gauge pressure and contents was not observed prior to this occurring therefore, there is no info on this, but, again hypothesize since the travel distance was not great, it was not a full cylinder. The waiting area where the cylinder went into showed no signs of damage other than the floor with scuff marks. It was reported that the event startled the patient involved causing him to fall. The patient suffered minor bruises from his fall. No other injuries.